Event description:
Masimo temporal thermometer read 97.9 at two separate times. Pt felt physically hotter to touch. Rectal temperature subsequently taken and resulted at 100.6 and 100.3 respectively. Manufacturer response for temporal thermometer, (brand not provided), (per site reporter).